Manufacturer narrative:
The biomedical engineer replaced the speaker with cable, and the unit was returned to service. No report of patient involvement.

Event description:
The hospital reported the audible alarms were not functioning. There was no report on patient involvement.